Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy soft snare. The snare was advanced through the endoscope and placed around a small polyp. When the handle of the snare was retracted, resistance in snare retraction was encountered. The snare cut through the majority of the polyp, but the snare would not retract into the outer sheath in order to sever the polyp from the stem. The physician used the endoscope to complete the polypectomy by pushing the snare and polyp against the tip of the endoscope. This technique allowed the physician to complete the polypectomy. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot# was unable to be provided. After a review of the account ordering and shipping history, the lot # was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all acusnare polypectomy snares are subject to a visual inspection and functional test to ensure device integrity. This verification ensures the snare moves smoothly and freely. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority # (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.